Manufacturer narrative:
Additional information: evaluation summary: no phaco tip was returned for a corneal burn using the system. Customer believes the flared design of this phaco tip has a problem with clogging when using the specific mode with the machine system. A device history record review for the lot was conducted. No anomalies were found during the device history record review. The product was released based on manufacturer¿s acceptance criteria. Because a sample was not returned and the lot information indicates the product was released based on manufacturer¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined.

Event description:
A doctor of ophthalmology reported phacoburn episodes during several surgeries while using the system with the flared tips. No sutures were needed. Attempts have been made to obtain additional information with no response to date. This is one of three reports being filed for the same event. This report is for the pool of patients with no suture needed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information with no response to date. (B)(4).